Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Also found, the light-emitting diodes (leds) had failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the power may have been turned off on the high flow insufflation unit. The intended procedure was completed with the same device and no surgical delay. The device had been inspected prior to use. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the power issue. Based on the results of the investigation, the main board and front panel unit had failed. However, the definitive root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.